Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device: patient/consumer.

Event description:
It was reported that the pump was giving a no disposable, clamp tubing message. No patient injury was reported.

Event description:
Additional information was received which indicated that the event occurred while in use with the patient. The cassette was replaced and the issue was resolved. There was no patient injury reported.

Manufacturer narrative:
At the time of the investigation, the product was beyond 6 years from manufacture date and there was no indication of a manufacturing defect during the investigation; device history record review was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation. Visual and functional testing were performed. A visual inspection found the device was missing labels and damaged. A review of the event history log was not available. The technician performed functional check. During the functional testing the reported issue was duplicated. The root cause of the problem reported issue was found to be customer induced damage. To resolve the problem, the microprocessor unit board was replaced.